Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had an (B) (6) infection and the pump incision would not heal. No pt treatment or outcome was reported. The drug contained in the pump at the time of the event was not reported. Additional info has been requested, but was not available as of the date of this report.